Event description:
During stent assisted coil embolization of a 3 x 4.5mm intracranial aneurysm, it was noted the enterprise stent (enc452200/(B)(4)) could not advance via the prowler select plus microcatheter (606s255x/(B)(4)) and detached in the microcatheter during withdrawal of the device. The surgeon had to remove the microcatheter and stent as a unit, and changed to new devices to complete the procedure. There was no report of patient injury of clinically significant delay in the procedure. It was reported that the devices were used and prepped as the instructions for use (IFU); however, it was not confirmed that a continuous flush had been maintained through the microcatheter. The devices appeared normal prior to use. It was further reported that there were no known factors that may have contributed to the resistance. Devices were not available for analysis.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint with reference numbers of 1058196-2015-00084 and 1058196-2015-00083.

Manufacturer narrative:
Complaint conclusion: during stent assisted coil embolization of a 3 x 4.5mm intracranial aneurysm, it was noted the enterprise stent (enc452200/10416744) could not advance via the prowler select plus microcatheter (606s255x/16075643) and detached in the microcatheter during withdrawal of the device. The surgeon had to remove the microcatheter and stent as a unit, and changed to new devices to complete the procedure. There was no report of patient injury of clinically significant delay in the procedure. It was reported that the devices were used and prepped as the instructions for use (IFU); however, it was not confirmed that a continuous flush had been maintained through the microcatheter. The devices appeared normal prior to use. It was further reported that there were no known factors that may have contributed to the resistance. A non-sterile prowler select plus microcatheter was received coiled inside dispenser inside of a plastic bag. In addition, the involved enterprise device was received stuck inside of microcatheter and it was removed of microcatheter. The stent was received deployed. No damages were noted on the hub. The microcatheter was inspected, and it was found kinked. The microcatheter was inspected under microscope; it was found kinked on the microcatheter body. The ID from the microcatheter was measured and was found within specification. The functional testing was performed. The prowler select plus was flushed out using a lab sample syringe (nipro), and the water came out from the distal end of the device. It was not possible to insert the enterprise lab sample through the microcatheter due to kinked condition found on microcatheter body. The DHR review of lot 16075643 found no issues that were considered potentially related to the reported complaint. The resistance between the enterprise stent and prowler select plus microcatheter was confirmed, and was most likely related to the compressed/kinked section on the distal end of the microcatheter. No anomalies were found on the enterprise stent; however, functional testing could not be performed based on the condition of the device received. The exact cause of the compression on the involved microcatheter could not be conclusively determined; but, procedural/handling factors appear to have impacted on this failure. However, neither the analysis nor the DHR suggest that the failure reported could relate to the manufacturing process. Additionally, inspections are in place that prevents these kinds of damages leaving from the manufacturing facility. Therefore no corrective actions will be taken at this time. This is 1 of 2 mdrs being submitted for this complaint with reference numbers of 1058196-2015-00084 and 1058196-2015-00083.

Manufacturer narrative:
Correction: it was initially reported that the devices were not available for analysis; however, the devices were returned for analysis on 5/4/2015. Preliminary analysis revealed that the devices were ¿stuck together¿. The complete analysis has not yet been completed. Prowler: DHR review was completed on 4/29/2015. Review of DHR for lot 16075643 concluded that only (B)(4) rejected unit could have potentially been related to the reported device failure. This unit was rejected because it was ¿scrunched¿. However; the DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs being submitted for this complaint with reference numbers of 1058196-2015-00084 and 1058196-2015-00083.